Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was no longer receiving effective stimulation. As a result, the doctor explanted the patient's lead and electively explanted the patient's extension. The doctor also decided to leave the patient's ipg implanted with port plugs in each header.